Manufacturer narrative:
Device manufacturing date, unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding navigation and spinal instruments being used intra-operatively of a spinal l4/5 stenosis procedure. It was reported that the legacy ratchet and provisional break off. The ratchet handle broke. They did not break inside the patient anatomy. There was no impact on the patient income. Additional information was received stating that all three instruments were all broken. The provisional would no longer retain the break off screws. The ratchet handles were no longer working. The caps on top fell off.